Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the bd carefusion blue screen. The customer was unable to reboot the station, as the screen was not responding and the station remained stuck. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on bd carefusion blue screen. A technical support specialist (tss) dialled into the station and found that it was no longer stuck in a blue screen state. The customer reported that a technician had performed a reboot previously, but the blue screen issue occurred intermittently. The tss proceeded to take the station offline, logged in as cfnadmin, and initiated a repair of the remote support service (rss) agent through control panel under programs and features. After rebooting the station, cfnapp launched automatically. The customer was asked to use the station for several hours and monitor for recurrence of the issue, after which the customer confirmed that everything was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.